Event description:
A colon polyp removed and hemoclip applied to prevent bleeding. When clip deployed it appeared as if tissue was snagged in the hinge of the device or snagged by the deployment post and a small area of tissue was torn/scraped along colon fold. Bleeding to this site was controlled with another clip that deployed without problem.